Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support the pump never had flow greater than 0.1l/min. The medical team decided to explant and exchange the pump for a new impella cp device. After removal, a thrombus was found in the inlet of the pump. The patient was successfully placed on a new impella cp device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support the pump never had flow greater than 0.1l/min. The medical team decided to explant and exchange the pump for a new impella cp device. After removal, a thrombus was found in the inlet of the pump. The patient was successfully placed on a new impella cp device.

Manufacturer narrative:
No data logs were provided for review. Analysis of the returned pump found biomaterial around the base of the impeller, near the purge gap, as well as at the top of the impeller. In addition, biomaterial was observed on the inflow cage. The root cause of the low flow was most likely ingested biomaterial. G1 reporting contact email revised on manufacturer device report 1220648-2024-17805 in accordance with updated procedures.